Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was 100 mg/dl. The customer stated that she took a shower and noticed air bubbles at the end of the cannula. The customer stated that the alarm was resolved by a complete set change. The customer was advised to call back at the time she is receiving a no delivery alarm.